Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a chemosafelock vial adapter where the customer reported a white fluid matter at the needle tip and inside the cap. There was no reported impact of event on patient and medical institution worker. The product is not contaminated with blood or bloody fluid. 1 involved defective set and 1 actual sample is not available for investigation. Sample picture is not available. There was no patient involvement and no patient harm. The customer added that when the cap was removed, white foreign matter was found inside the cap. Upon closely checking the needle tip, white foreign matter was also present at the needle tip. One actual sample was received with the protector cap attached on the spike. - after removed the protector cap, the spike part was closely checked. A thin piece of resin, which is white, was confirmed to be present. The fm measures approximately 1.3mmx0.7mm. - upon closely checking inside the protector cap, a white resin fm was also confirmed, which measures approximately 1.5mmx0.9mm. - ftir analysis was performed on both fms. Both fms show similar spectrum to polycarbonate, which is the raw material of the spike of the samples. - no damage or scratch was confirmed on the sample after removed fms". The event was noted during drug preparation. Sample picture of a chemosafelock vial adapter where white particle was noted ion the tip of the spike and x-ray results showing white particles inside the cap and graph labelled with fm found at the spike and polycarbonate respectively have been provided. There was no patient involvement and no patient harm.

Manufacturer narrative:
D9 - date returned to MFR: 5/15/2025. A series of photos were shared by customer, where an unknown blue material inside the blue cap is observed, a ftir analysis performed by customer indicates the spectrum is similar to "polycarbonate". No additional damage or anomalies were confirmed. One (1) opened / unused list #kl-va001u3, chemosafelock vial adapter reported lot# 14059980 and petri dish were received for investigation. The involved mating/access devices were not returned. As received, no component damages, no surface defects, scratches, flash, grooves that would confirm the components were the source of the foreign matter were observed, the material composition of the kl-va001u3 spike component is made from off white polycarbonate and the blue spike cover is made of ldpe /na207-66 (low density polyethylene resin) with blue colorant. The reported product issue can be confirmed. As reported terumo¿s internal ftir analysis found the foreign matter/particulates was a similar spectrum to polycarbonate. Both terumo and ICU medicals evaluation of the kl-va001u3 device found no component damages, no surface defects, scratches, flash, grooves that would indicate the kl-va001u3 components were the source / origin of the foreign matter (polycarbonate). A probable cause could not be determined. ICU medical will continue to closely monitor these issues through our product trending. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation summary: a series of photos were shared by customer, where an unknown blue material inside the blue cap is observed, a fourier transform infrared spectroscopy (ftir) analysis performed by customer indicates the spectrum is similar to "polycarbonate". No additional damage or anomalies were confirmed. One (1) opened/unused list# kl-va001u3, chemosafelock vial adapter was returned for evaluation. One (1) opened/unused chemosafelock vial adapter was returned for evaluation on 5/15/25. As received, the returned device was visually inspected, looking the potential source of the particulate. However, no grooves, flashes or scratches were found. The material composition of the blue cap was confirmed to be ldpe (low density polyethylene resin) with blue colorant and the spike white polycarbonate. The complaint of particulate matter can be confirmed. Based on the ftir results shared by customer this indicates as "polycarbonate" the composition of the particulate. However, no potential sources that might explain this particulate were identified. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.